Manufacturer narrative:
The event of "seroma-late and infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and infection.

Event description:
Healthcare professional reported "refractory seroma , postoperative hemorrhage 4 cases- which is not device related, flap burn/infection , removal at the request of the patient " this is for an unknown side. The device status is unknown.